Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that bottom arrow button became sticky. The customer's blood glucose value was unknown. The light went out on screen when changing out cartridge. The insulin pump will not be returned for analysis.